Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 29.1 mmol/l, 19.2 mmol/l. Customer was treated with multi dose injection. Customer stated infusion set cannula was bent. Customer did not complete troubleshooting. The insulin pump will not be returned for analysis.